Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix slightly deployed and caught on the trabiculaea of the heart. The physician had to retract the helix before continuing implant. No issues extending the helix after this were noted. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.